Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years. Through follow-up with the health-care provider (hcp), it was learned that the valve was explanted due to stenosis. The hcp also mentioned that the explant was not related to any device malfunction or quality deficiency. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Based on the op report received, this patient has a history of a previous aortic valve replacement with this bioprosthetic valve. She had become more symptomatic and was found on echo to have prosthetic valve stenosis that was severe with normal lv function. She was in chronic atrial fibrillation and on coumadin, but was in need of a new aortic valve. The device was replaced with a new edwards bioprosthetic valve. Unfortunately, no findings on the explanted valve were reported. No other details.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve had been discarded, and therefore, the root cause of this event could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance found. Additional information (e.g. Operative report, discharge summary) is currently being requested from the hospital, in order to conclusively determine the root cause of this event. A supplemental MDR will be submitted if any new information is received.